Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. Upon further evaluation, service found the suction volume was insufficient because the forceps/instrument channel was collapsed. The bending angulation was insufficient due to stretching of the angle wire. The image guide bundle was broken, and the insertion tube was collapsed. The curved rubber adhesive was peeling. The electrical connector pins had corrosion. Scratches were observed on the scope connector, universal cord, the up/down plate, the angle levers, grip, switch box and control section. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device had a leak at the distal end. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeling off. This report is being submitted for the malfunction (coating peeling) found by service during the device evaluation.